Event description:
Patient reported "rupture, late-seroma, and exchange from textured to smooth" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported "rupture, late-seroma, and exchange from textured to smooth" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: sharp broken and an opening with non-penetrating nicks near of the broken and opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as surgical impact. A sharp opening on posterior assessed as surgical impact. Additional, changed, and/or corrected data.

Event description:
Patient reported "rupture, late-seroma, and exchange from textured to smooth" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, d9, h3, h6.

Event description:
The device has been explanted.